Manufacturer narrative:
(B)(4). Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Possible root cause for this issue reported by the customer could be due to product fails to zero pre-implant in surgery.

Event description:
A facility reported that during the pre-testing, before implantation, the physician found that the microsensor could not be detected by the icp. Then he changed with another icp and the microsensor still could not be detected. Finally, the physician changed with another microsensor which could be used normally. The event led to 30 minutes surgical delay with no patient consequences.